Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment/slda could not be determined. Additionally, the reported mitral regurgitation (mr) was a cascading event of reported slda. The reported patient effect of mr is listed in the instructions for use a known possible complication associated with mitraclip procedures. Lastly, the reported medical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent tot he initially filed report, the following information was received: on (B)(6) 2021, the patient was re-admitted and underwent a second mitraclip procedure to treat the slda and mr worsened to 4+. The patient is stable. One additional clip was implanted, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and recurrent mitral regurgitation it was reported that the initial mitraclip procedure on (B)(6) 2020 was to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to 1. Then on (B)(6) 2021, the patient returned for a follow up and it was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Additional treatment was not performed. The patient was sent home and additional treatment planned for (B)(6) 2021. No additional information was provided.